Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the hilar to treat a 2cm to 4cm malignant hilar stricture during a metal stenting procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was attempted to be deployed; however, due to resistance the stent was unable to be deployed. The stent was removed from the patient partially deployed and a plastic stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.